Event description:
It was reported that the handpiece was leaking an oil-like substance from the back side of the handpiece. There was no reported pt contact.

Manufacturer narrative:
The handpiece was not returned to the manufacturer for investigation. Without the handpiece, the investigator was unable to duplicate the customer's complaint of leaking oil.